Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 619 mg/dl and trace ketones. Reportedly, healthcare provider determined that the customer¿s bg meter was inaccurate; therefore, customer had been administering bolus insulin via pump based off of inaccurate bg values. Bg was treated with insulin and fluids (method not provided). Reportedly, customer left ER 4.5 hours later with customer in stable condition (bg 155 mg/dl).